Event description:
Subsequent to the initial MDR, additional information was received on 03/11/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient received a low alarm and experienced dizziness, tremors, and paresthesia. The patient's daughter had concerns that the patient was experiencing a cerebral vascular accident (cva), so she called an ambulance. At some point during the event, the cgm was reading low and the blood glucose reading was 88 mg/dl. No medications were provided by emergency medical service, but the patient was transported to the emergency department by ambulance for evaluation. There, the patient was treated with unspecified IV sugar and fluids. The patient was discharged home the same day. At the time of the report, the patient's condition was stable. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction; g3: date received by mfg - additional information; g6: type of report - updated/follow-up; h2: type of follow up - correction/additional information; h10: corrected data.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred five days after the sensor had been inserted in the abdomen. The patient received a low alarm and experienced dizziness, tremors, and paresthesia and was transported to the hospital by unspecified means. At some point during the event, the cgm was reading low and the blood glucose reading was 88 mg/dl. Unspecified medications were provided to the patient. There is no mention of inpatient hospitalization. At the time of the report, the patient's condition was stable. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.